Manufacturer narrative:
(B)(4). The device was received and evaluated an instance of iipv was revealed in the logs. Root cause: insufficient drain one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011, during drain cycle 2. The total drain volume was 3224ml. This drain volume meets baxter's iipv criteria. There was patient involvement, but no patient injury or medical intervention was reported.